Event description:
It was reported that an ilet user experienced repeated insulin occlusion alerts that persisted through multiple supply and site changes, with blood glucose readings around the low to mid 200s mg/dl, and the user cleared some alerts after testing tubing; the issue aligned with an obstruction of flow associated with the connector/coupler component of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of insulin flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.